Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 365 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The customer was treated with intravenous. Customer reported that her doctor had given her a steroid shot. The customer stated that the steroids caused her blood glucose to increase. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.